Event description:
Boston scientific received information that this device displayed a fault code which may indicate a device malfunction. Upon interrogation, the device was found to be in fallback mode with therapy available, single zone shock only configuration. The fault report was printed and reviewed by a product engineer however the report did not reveal the reason the device diverted to fallback mode. Nine days later at the device replacement procedure, the device could not be interrogated. It was also reported that the leads had a history of noise and the patient had a central line on the same side as the device for dialysis. Visual inspection of the device noted no arc or seal plug issues however a seal plug issue was suspected. During the procedure the device was removed with a clamp therefore the device was dented and scratched. The device was returned for analysis. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, external visual inspection noted dents and tool marks on the case. No telemetry could be established with this implantable cardioverter defibrillator (ICD). The device case was opened and the battery voltage was measured to be 1.12 volts. An external power supply was connected to the device and the rate of battery current drain was evaluated. A higher current drain condition and continuous resets were noted. Detailed analysis confirmed that a solder joint on the integrated circuit was cracked, resulting in an incomplete connection. This incomplete connection resulted in an increased current condition and subsequent rapid battery depletion. Our analysis has determined that this cracked solder joints can result in continuous power on reset (por) cycling.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.